Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Screw body still in patient; screw head discarded at facility.

Event description:
It was reported by the company representative that the screw head broke off during insertion. The body of the screw was left in the patient. There was no adverse consequence nor delay of surgery reported.

Manufacturer narrative:
Since the device was not returned, a confirmation of the reported event is not applicable. In a follow-up email, the sales representative has stated that during procedure the screwdriver blade 62-15035 has been used. This screwdriver blade is intended to be used for stryker universal neuro iii axs screws. Further, he also mentioned that ¿the surgeon pre-drilled a pilot hole using a midas stylus electric drill with their 1.1mm part # 8td104.¿ as stated in the instructions for use ¿use of original products: stryker universal neuro iii implants, instruments and accessories are produced and designed to be used together.¿ therefore the root cause for the intraoperative screw breakage could be attributed to an off-label use, being that the surgeon has used a drill, a midas stylus electric drill, which is not part of the stryker neuro implant system. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. If the device will be returned, the investigation will be re-evaluated.

Event description:
It was reported by the company representative that the screw head broke off during insertion. The body of the screw was left in the patient. There was no adverse consequence nor delay of surgery reported.